Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening on posterior side assessed as fold flaw opening and observed one opening on radius side assessed as surgical damage. Additional observations: observed creases on the device. Observed wear abrasion on the device. Yellow particles observed inner the device. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported right side "rupture". Additionally, healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Event description:
Patient reported right side "rupture". Additionally, healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.